Manufacturer narrative:
(B)(4). Per field service representative (fsr), the yellow level sensor was found to be faulty. He replaced the level sensor. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there were multiple "disconnected" alerts. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed repeatable intermittent level disconnected error messaged to be displayed on the central control monitor (ccm) during cable agitation testing. The sensor cable was determined to be the cause of the error messages. Per data log analysis, on (B)(6) 2018 the log starts with many "alert probe status change" messages. The status is changing from coupled, to uncoupled, to disconnected. Most likely this is an issue with the alert probe, but could also be improper attachment to the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.